Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient¿s left side ins has needed to be jumpstarted/trickle charged 3 times. This was the 3rd occurrence of overdischarge and not being able to connect. The patient stated this was probably 3-4 months ago. The patient was redirected to a healthcare professional (hcp) for possible replacement of the ins. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient was received. When asked what steps were taken to resolve the third overdischarge, patient stated replacement of stimulation and relocated it. No patient complications were reported as a result of this event.